Manufacturer narrative:
Section d4, h4, h6 (result code), and h8: correction. Section d10, h3, h6 (method code), h10 (manufacturer's investigation conclusion): additional information. Manufacturer's investigation conclusion: the reported event of the lcd not displaying information was not confirmed. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The lcd never stopped displaying information during testing. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to care for the equipment which includes the controller. The IFU states how to store, transport, and maintain the system controller to prevent lcd damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the lcd not displaying information was not confirmed. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The lcd never stopped displaying information during testing. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01293. It was reported that the system controller lcd was not displaying information and was exchanged.